Event description:
It was reported by a home patient (hp) that an ultraclamp did not effectively clamp the bags, allowing fluid to pass through the tubing. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The devices were not available for evaluation. A review of all batch record documents for lot number gd894121 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.